Manufacturer narrative:
The actual device was received and is awaiting an evaluation. A follow up report will be submitted upon completion of testing or if additional information is obtained. A review of the two year service history shows no similar reports for this serial number.

Event description:
The facility reported an infusion pump with failure code 570. It is not known if this failure occurred while infusing. The facility representative stated that no patient injury was involved with this pump. Information was requested regarding additional contact information, patient demographics, medication involved and pump programming but none was provided.